Event description:
It was reported that the backup alarm failed (ec 1104). There was no patient involvement when the event occurred, no patient or user harm reported. The customer stated that solenoids 3 and 4 were purchased to address a 110a error and a seal showed up. The customer requested to verify part numbers for the solenoids. The remote support engineer (rse) provided the part numbers for solenoids 3 and 4.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
B5 upon review, the reported device problem was incorrect. Below is the correct problem statement or customer complaint: the customer reported that the device had the following error code - 1004 (cbit) vent-inop: internal temperature high daq.